Event description:
It was reported that the ilet user inadvertently announced multiple meals in a short period, after which a supply change was completed with agent guidance. A subsequent rapid decline triggered a falling glucose alarm and was treated with carbohydrates, with glucose stabilizing to 84 mg/dl thereafter, and the scenario was attributed to improper or incorrect procedure related to the user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with accidental meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.